Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a power (battery life) issue. It was reported that the battery life was less than expected. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up # 1 date of submission 23-feb-2018. Device evaluation: the device has been returned and evaluated by product analysis on 12-feb-2018 with the following findings: there were low battery warnings and replace battery alarms were observed in the pump¿s history due to discharged batteries being used with the pump. The battery compartment and the returned battery cap were undamaged and the cap was able to secure to the pump. The pump¿s ¿ez-prime¿ steps were performed correctly and all the electrical current draws measured within specifications. The "battery life" issue from the original complaint was not duplicated during the investigation. The pump¿s cover was removed and no intermittent condition was found to the power printed circuit board (pcb) or to the continuous glucose monitoring (cgm) module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.